Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, amplitude variation, low pacing impedance and dislodgement on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient condition was stable.